Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer accidentally administered a bolus. Customer's blood glucose was 138 mg/dl. Tandem technical support educated the customer on the bolus features of the pump and to ensure that bolus is reviewed prior to begin delivered.

Event description:
It was reported that the pump was in the customer's pocket. Customer noticed insulin on board (iob) changed to 9 u and a bolus had been delivered. Customer did not know how this occurred. Tandem technical support evaluated pump logs which showed user interaction (user may have inadvertently delivered a manual bolus based on how customer was wearing the pump in the pocket). Customer acknowledged explanation and was satisfied. There was no adverse impact to customer's blood glucose.